Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was a defective motor. After investigation the results indicated a reportable malfunction due to the defective motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the motor, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for a motor rotation noise, and during physical inspection it was found that the motor was defective. After investigation the results indicated a reportable malfunction due to the defective motor. There was no patient involvement.